Event description:
Baxter (B)(4) received a report that one (1) patient control module showed leakage after 16 hours of use at the hospital. The device was filled with fentanyl citrate and ropivacaine hydrochloride hydrate. There was patient involvement but no patient injury and medical intervention. The actual infusor sample is available. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. A leak test was performed on the unit by filling the reservoir with red-colored water. During fill, leakage was noted at the reservoir within the housing of the pcm. Visual examination of the disassembled unit determined the location of the leak was along the welding of the pillow. The root cause was determined to be a manufacturing defect: a misalignment of the pillow and tubing during the welding operation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.